Event description:
The customer reported (B)(6) results for the architect hbsag qualitative ii assay generated from six patient samples. One patient sample (sid (B)(6)) generated (B)(6) results of (B)(6) on (B)(6) which was later repeated (B)(6) at (B)(6) when tested with the same architect analyzer on (B)(6). No impact to patient management was reported. The customer is questioning the (B)(6) results.

Manufacturer narrative:
This report is being filed against an ex-us product (02g22) which has similar products (01l80 and 04p53) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.